Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned product revealed the device was received in two pieces. Visual and tactile analysis noted one break on the catheter mid-shaft approximately 87.5 mm proximal from the tip of the catheter. Also noted that a kink at the strain relief of the device. The outside and inside diameters of the mid-shaft were inspected and found to be in specification. The catheter was not functionally tested due to the damage on the catheter shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The patient presented with an acute myocardial infarction. Thrombus was identified in the saphenous vein graft (svg). While advancing the fetch 2 catheter to perform thrombectomy, the catheter broke into two pieces. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's condition was fine.